Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an open surgical procedure, the cartridge fell into the patient before firing. Another device was used to complete the case. There were no adverse consequences for the patient. The customer disposed of the device.